Event description:
The kin stapler was being used to close the midline incision and after 10 or so staples were placed, the stapler released multiple staples. The stapler was pulled back for inspection and when the trigger was pulled again, it released the remaining staples. All pieces retrieved. Staples removed from wound.